Manufacturer narrative:
(B)(4). A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 6.9-7.1cm from the connector pin, consistent with lead friction to the ICD can. The silicone insulation was intact at this location. External insulation abrasion was noted at 6.7-8.4cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was abraded at this location. This is consistent with the observation from the field of low pacing lead impedance.

Event description:
It was reported that low pacing lead impedance was observed on the right ventricular lead. An insulation anomaly was also noted. The lead was explanted and replaced. The patient tolerated the procedure well and was in stable condition post-procedure.